Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) has been confirmed. As received, the charger/modem was unable to charge battery pack and the power supply was missing. Upon evaluation, the q1 component on the bedside board was thermally damaged and there was liquid contamination on the battery board. The cause of the failure was the thermally damaged component and the contaminated battery board. The root cause of the defective component cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid no adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.